Manufacturer narrative:
(B)(4).

Event description:
It was reported that this left ventricular (lv) lead was explanted due to high out of range pacing lead impedance greater than 3000 ohms and loss of capture. No additional adverse patient effects were reported.